Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Replaced the fluoro function board, the generator interface board and the interconnect cable. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the image on the left monitor of the 9800 system flickers around the circular mask when a shot is taken and after releasing the fluoro button. No pt injury was reported.